Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump cannot go past the rewind and fill loop and the pump has a blank display. Customer's blood glucose was 115 mg/dl at the time of incident. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. No further details given.